Event description:
It was reported that blood had dripped between the night light/lamp plug, causing a short circuit. Additionally, it was reported that the unit caught fire.

Manufacturer narrative:
Manufacturer's investigation determined blood had dripped/leaked into the plug of the night lamp in the room and shorted the lamp. This caused the lamp to catch on fire and fall on the maternity bed. The sheets and mattress on the bed caught fire after this, and burned down to the fowler. This is not a quality issue with the stryker bed, as it was not the bed that started the fire. It was the night lamp in the room. A patient was on the bed at the time but was not injured and did not required medical intervention.